Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported a blood glucose level of 117 (mg/dl). It was reported that the customer went to the emergency room (ER) to obtain lantus insulin and emergency supplies for alternate insulin therapy. Customer reported that they only visited the ER to obtain supplies, and not to receive treatment.